Event description:
A male pt contacted lifecor customer support to report that no lights were lighting up on his battery charger at all. He stated that the led on the ac/dc adapter was on. He stated that he reseated the connection to the battery charger from the cable and no lights came on. Support sent a pt services representative (psr) to the pt to replace the battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unk but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.